Manufacturer narrative:
(B)(4).

Event description:
Patient's father contact dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and the receiver that occurred on (B)(6) 2016. Patient's father was advised to perform a paper clip reset to re-establish connections. The issue was not resolved as reset was not successful. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 05/25/2016. The reported event of loss of connection was not confirmed. A root cause cannot be determined.